Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent undersensing was noted on some stored egms (electrograms) on the atrial channel for the right atrial (ra) lead. The ra lead remains in use. Additionally, it was reported that fvt (fast ventricular tachycardia) was treated by the implantable cardioverter defibrillator (ICD) which appears to be possible one-to-one conduction. The ICD remains in use. No further patient complications have been reported as a result of this event.